Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #2332313. All inspections were performed per the applicable operations qc specifications.

Event description:
It was reported that the bd¿ alcohol swabs experienced foreign matter, contamination. The following information was provided by the initial reporter: stated, there is a "brownish color" on swabs before use.

Event description:
It was reported that the bd¿ alcohol swabs experienced foreign matter, contamination. The following information was provided by the initial reporter: stated, there is a "brownish color" on swabs before use.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.